Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect exam used was received by medtronic for evaluation. The analysis found that the exam would load all images without issue, though the reported issue could be replicated when a probe was introduced into the field of view.

Event description:
A site representative reported that, while outside of a procedure, the navigation system displayed a low performance error message. It was reported that the navigation system was in the navigation task of the application software and that the monitor was black aside from the error message. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs found that the behavior showed that the navigation system was functioning as designed.